Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. The needle pulled off at the swage when minimal force was applied on first pass. Another like device was used. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an vaginal hysterectomy on (B)(6) 2013 and suture was used. The needle pulled off at the swage when minimal force was applied on first pass in the uterine pedicles. Another like device was used. There was no adverse patient consequence reported. Representative samples were returned for evaluation. The returned samples were found to be out of specification. The evaluation found fins and cracked barrels. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.